Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor alert. Customer's blood glucose level was unknown. Customer stated that when infusion set replaced the alarm occurred. No further details given. The device will not be returned for analysis.